Event description:
On (B)(6) 2008, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis, and later presented with possible aneurysm enlargement and a type ii endoleak.

Manufacturer narrative:
The manufacturing records review verified that the lots met all pre-release specifications. Additional devices: (B)(4).